Event description:
Caller tested 5.1 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. Coumadin was held for 1 day. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.